Event description:
It was reported that an in-stent restenosis occurred 7 days after implantation of a 2.5x12mm taxus express2 drug eluting stent. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 70% was reported. It was not reported that the lesion was pre-dilated. A 2.5x12mm taxus stent was deployed at 12 atm in the mid lad. A post-intervention residual stenosis of 0% with timi iii flow was reported. The pt received angiomax and nitroglycerin during; and plavix after the procedure. No complications were reported. The pt presented 7 days after the initial procedure with a 100% in-stent restenosis with timi 0 flow in the mid lad. A 2.5x15mm non-boston scientific balloon was used to dilate the lesion. A 2.0x18mm non-boston scientific stent was deployed at 12 atm in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The pt received nitroglycerin, integrilin, heparin, and morphine sulfate during the procedure. Subsequently, angiography was performed 10/05/06 and 10/11/06 revealing 100% stenosis in the mid lad which was reduced to 0% stenosis with angioplasty. Add'l info concerning these events has been requested from the facility.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8759442 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications.